Event description:
We hold courses for medical personnel on site. During these courses, we use IV starter kits that replicate what is used in combat. The items that we are allowed to use are not the same but the closest we can get. What we noticed during training, to include actual IV placement, is that the safety needle in the kit either did not lock in place after use or, more often, the hub would not separate from the needle for catheter placement after the IV was initiated. Both of these situations caused problems. We do not have different kits on hand and must use what is standardized across the force unless exceptions are made for training. Loosening the hub from the catheter was the immediate work around; however, this requires more hands-on training as most student ride the catheter up along the needle which impacts the catheter itself.